Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-67240 for report on motor error.

Event description:
Customer reported she was hospitalized for high blood glucose of 430 mg/dl. Prior to hospitalization it was in the 600 mg/dl range. The device was being replaced due to motor error alarms. No further information reported.